Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
It was reported to philips that the heartstart mrx defibrillator would not charge during cardiac arrest. The patient was in cardiac arrest, but in a shockable rhythm when the first defibrillator arrived on scene. The patient had already been shocked by a first responder agency on scene with an AED. Once the heartstart mrx defibrillator failed, the patient was placed back on the AED and shocked several more times before the code was called and the patient was pronounced dead.

Manufacturer narrative:
It was reported to philips that the heartstart mrx defibrillator would not charge during cardiac arrest. The patient was in cardiac arrest but in a shockable rhythm when the first defibrillator arrived on scene. The patient had already been shocked by a first responder agency on scene with an AED. Once the heartstart mrx defibrillator failed, the patient was placed back on the AED and shocked several more times before the code was called and the patient was pronounced dead. A philips bench technician evaluated the device and was unable to duplicate the failure. A philips clinical product specialist reviewed the patient event file. There was an indication that leads were on and the device was dialed in to 150j. There were no indications that pads were on or the lead was changed to pads prior to the user claims they pressed charge. No parts were replaced. The device passed all performance assurance tests and was returned to the customer. There is no information to support a malfunction occurred. The customer received communication explaining the findings of the investigation.